Manufacturer narrative:
H6: investigation summary the customer reported the spike came off, and returned 3 sets: 2 used and one unused. The unused sample was fractured at the top of the drip chamber, the spike was broken off. Of the two used samples, one had an identical failure to the unused sample, and the other set was broken at the top of the back check valve. All three sets were fractured and the plastic was broken. The back check valve and the spike are provided by two different suppliers, and the sample were shipped to their respective supplier for further investigation. The spike supplier report found no issue related to their manufacturing process, with traceability info to the lots, there were no other record of broken spikes. The root cause is unknown. Device history record review for model 11171447 lot number 22105175 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that during use with 5 bd alaris pump module smartsite infusion set the bag spike separated from device. The following information was provided by the initial reporter: it was reported by the customer that the bag spike has come off .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 5 bd alaris pump module smartsite infusion set the bag spike separated from device. The following information was provided by the initial reporter: it was reported by the customer that the bag spike has come off.